Manufacturer narrative:
(B)(4).

Event description:
This patient received inappropriate shocks due to noise. Pacing impedance had increased from 1372 ohms to 2443 ohms since last follow up in (B)(6) 2017. This lead was explanted and replaced due to loss of capture and oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. The medial fragment of 5.5 cm length as well as a 14 cm distal lead fragment were available for analysis. The proximal part of the lead was missing. During the visual inspection multiple extraction damages were noted. The lead fragments were severely stretched. The shock coil was shifted distally which had damaged the insulation. The conductor cable to the shock coil was pulled out of its lumen in this region. The fixation helix was deformed. These findings indicate severe tensile stress during the extraction most likely due to a significant ingrown. Calcified tissue which was found at the lead tip and around the deformed shock coil confirmed the assumption of an increased ingrowth. Furthermore analysis revealed a damaged insulation around 12 cm and 9.5 cm proximal to the lead tip. These damages are conceivable as the root cause of the reported oversensing leading to shock delivery. The characteristics of this damage indicate that the lead was subject to severe mechanical stress in the implanted state. Based on the extent of the extraction damages and tissue residuals that were noted during the analysis, it is likely that an increased ingrowth affected the leads motion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.